Event description:
A perigee patient who was implanted in 2004, experienced chronic pain post operatively and wanted the mesh removed. During the first revision surgery, the doctor was not able to locate the mesh. In 2006, patient had second operation at another hospital in order to try to reduce the pain. According to the patient they could not find anything but small remains of the mesh. No further information provided.